Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical italy; the customers report was duplicated and attributed to a damaged jumper laminate cable. The jumper laminate cable was replaced to resolve the report. It is unknown how this jumper laminate cable became damaged. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.